Manufacturer narrative:
Motion interrupt pan.

Event description:
It was reported by service report that the unit's siderail is bent, scale display hard to see, missing motion interrupt pan. No pt involvement or adverse consequences are reported.